Event description:
Customer reported her insulin pump has been stuck on rewind. She cannot exit the prime and rewind screen. Customer's blood glucose is 150 mg/dl. Customer stated that insulin is squirting out during the manual prime process. Insulin continues to drip after the motor stops during the manual prime process. Customer stated she was wearing the device during priming. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No rewind anomaly was noted. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked belt clip slot, cracked reservoir tube lip and a cracked case at the reservoir tube window corners.